Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual inspection found full breach degradation of the outer insulation noted at 2.4, 4.1, and 5.6 cm from the distal tip. The outer coil was compressed at 23.6 cm from the distal tip, consistent with rib clavicle crush. Suture sleeve tie down impression noted 30.6 and 30.9 cm from the distal tip. The outer insulation was cut at this location. Extraction suture tie noted 33.3 cm from the distal tip. The cause of the reported event of noise, decrease sensing amplitude and increase capture threshold was isolated to full breached outer insulation degradation. The reported event of increase lead impedance was not confirmed. Electrical testing that could be applied did not find any indication of conductor fractures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high impedance, high capture threshold, and low sensing. The patient presented for lead revision. Prior to procedure, noise was also seen on the lead. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.